Event description:
It was reported that during an ipg revision procedure on (B)(6) 2022 [related manufacturer reference number: 3006705815-2022-17502], it was noted that the patient's ipg was also inoperable. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue. Additional information indicates the patient did not charge their ipg as recommended due to weight fluctuations making charging more difficult.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.